Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok and down arrow keypad buttons were sticking when pressed. The patient denied damage to the keypad or pump and noted moisture behind the display screen. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The keypad buttons could not be tested because the pump failed to power on for testing. The keypad cover was removed for investigation with no defects or contamination found. There was visible corrosion in the battery compartment. On examination, the battery compartment was noted to be cracked and leaked during leak testing. The pump was opened for investigation and revealed internal moisture damage. Complete functionality testing was not possible due to the pump failing to power on.